Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It is reported that lens was explanted 14 months post implant date to late z-syndrome. Another lens model of same diopter was implanted successfully. Additional information has been requested, but has not been received.